Event description:
It was reported that a user experienced a dexcom g7 sensor pairing failure with the ilet after attempting to pair before applying the new sensor; the user was instructed to apply the sensor and complete the warmup, after which a follow-up call was planned. Symptoms included no reported adverse clinical effects. Outcomes included user inconvenience due to inability to pair and a delay in glucose data availability. Investigation included troubleshooting and user education by phone. Investigation of this case revealed user handling and sequence-of-operations issues that led to unsuccessful pairing with the ilet. It was concluded that the event was attributable to use-related error rather than a device malfunction.